Event description:
I had a st jude pain stimulator implanted to relieve the pain in my back so that I could go back to work. What was supposed to be an outpatient surgery turned into a 3 day stay in the hosp. When I awoke from surgery I was in severe pain, and not able to move my right leg. Even the littlest touch to my mid section was excruciating pain. After a 3 day stay in the hospital and having to be evaluated by physical therapy before I left the hospital, they had to teach me how to put socks on and how to walk with a walker and get up stairs. I had to use a walker for 2 months in my house. I had to get a leg brace for my right leg that I have to use for the rest of my life with a cane. Physical therapy can do no more for me to get the movement back in my leg. I am unable to work and I am unable to play with my daughter, as well as many other things. I am now in worse shape then before the stimulator was implanted.